Event description:
It was reported that the patient¿s implantable neurostimulator (ins) site was uncomfortable (it was just to the right of her spine). The patient described it like a burning sensation and happened when stimulation was on or off. The patient noticed it when something was against her back (a chair or her recharger). It was noted there was pain and a burning sensation at the device pocket. It was noted that impedances were all normal. The patient was also getting a computerized tomography (CT)/myelogram on (B)(6) 2014 to determine if there was something anatomically wrong with her back. It was noted that there was no action at the time of the report as they would wait for results. The spouse noted that he could tell the stimulation really helped the patient. It was noted that there was no alleged product issue. Additional information received reported that the patient had good coverage, but the generator seemed too close to the midline. It was noted that the patient would like it moved in the future. The reporter noted that there was a 50% or greater symptoms reduction and that the patient recovered without permanent impairment. It was reported the stimulator pocket was moved during a back surgery. It was noted the patient was recovering well and was doing fine. It was reported the patient had a burning sensation and pocket irritation after the stimulator was moved. It was noted the burning sensation was both with stimulation on and off. It was reported the irritation occurred when recharging or sitting in a chair. It was noted that when the stimulator was moved a new pocket was not made, but the stimulator was moved away from the spine. It was reported the burning sensation started three days after revision when stimulation was turned on and subsided when stimulation was turned off. It was noted the sensation was experienced again four days prior to call. It was reported the patient turned stimulation off after the sensation and turned it back on the day of the call without the burning sensation. It was noted the patient was itchy. It was reported the impedances were ok. It was noted the stimulator was very superficial, like a biscuit on the patient¿s back. It was reported there were no falls or trauma to the pocket area reported. It was noted the patient had lost weight, but it had not affected the system. It was reported the patient¿s back surgery was to address their back pain. It was noted the patient did not need therapy as much as before.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had an implantable neurostimulator (ins) revision previously because when the patient would recharge her ins, the ring would hit against her spine and it had always been a problem since implant. The patient stated that she was going to try using more spacers when recharging because her ins was moving around under her skin. It was noted that it was happening even before the revision surgery and had always happened since implant which made it difficult for her to get all 8 coupling bars when recharging.

Event description:
Additional information received reported that a pocket revision resolved the event. Since the pocket was moved, the patient no longer felt a burning sensation. It was noted that there was a 50% or greater symptom reduction. It was noted that it was device related and due to mechanical irritation. No reprogramming was needed.